Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the lead exhibited high capture thresholds. An x-ray image revealed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2015.